Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was returned with the seal and the cannula stuck on the main tube. The instrument was found to have the clevis pin dislodged and sticking out. The dislodged pin was not allowing the seal and the cannula to be removed. The clevis pin was manually removed from the clevis. The seal and the cannula have been removed from the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however; the dislodged clevis pin found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula with seal was stuck on the instrument. Nurse was able to pull out the instrument with the cannula. No additional incisions to were made the patient. The procedure was completed with no reported injury.